Event description:
It was reported when using the pyxis medstation es system, the remote manager continues to encounter failures. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was loose on the mounting plate. A field service engineer, aligned and tightened the hardware to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.